Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device failed in the course of patient care.

Manufacturer narrative:
(B)(4). Although several requests were made for the sample to be returned for evaluation, the device in question was not returned. The complaint could not be confirmed, no root cause could be identified, and no corrective actions implemented. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the device failed in the course of patient care.